Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the battery life was shorter than expected. Reportedly, multiple batteries from different packs were used and the issue was not resolved. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Product analysis: the pump was returned and evaluated by product analysis on 07/16/2014 with the following findings: the complaint could not be investigated due to an unrelated issue. No damage to the battery compartment or battery cap was observed. The battery cap was able to be properly secured to the pump. Moisture was evident behind the display lens. The pump case was cracked. A pump case leak was confirmed during leak testing. The keypad buttons were unresponsive, prohibiting further functional testing. Moisture was observed on the keypad flex cable and keypad flex connector. Unrelated to the complaint, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.